Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse tested the barcode reader and did not get a response. Fse replaced the barcode reader and then it was responding to the barcodes. Fse performed alignment and tested a rack of patient barcodes without any errors. Customer ran the instrument but reported that they were intermittently getting barcode misreads. Fse returned to the site and performed fine adjustments to the alignment of the barcode reader for a maximum reading of barcodes. Fse ran a rack of patient barcodes through 6 times without any misreads. The instrument was operational. There was no further action required by fse. A 13 month complaint history review and service history review for similar complaints on g8 instrument with serial number (B)(4). The search was conducted from 13-aug-2017 through aware date (B)(6) 2018 and did not find any similar complaints during the searched period. The g8 operator's manual under chapter 6, troubling shooting, section 6.2 general system failures, states the following: frequent bar code reading errors - is the printing quality sufficient? - is it printed on a white label? - are you using a bar code set in the bar code parameter? Are the labels clean and unwrinkled? See "chapter 3 section 3.7: samples - bar code label confirmation". - are the samples set as the bar code labels oriented toward the bar code reader? - are the labels properly affixed? Attach the labels at least 20 mm from the bottom of primary tubes and with less than 5° of rotation. At least 5 mm of space (margin) is required to the left and right in the bar code. The most probable cause of the reported event was due to failure of the sample loader barcode reader.

Event description:
A customer reported that the barcode reader (bcr) was not reading any barcode labels on the g8 instrument. Technical support instructed the customer to try to enter the barcodes manually, but the the red barcode reader light did not flash. The instrument was down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013. The barcode reader was returned to the instrument service center (isc) for evaluation. Upon visual examination, there was no shipping damaged observed. Functional testing was performed and the part did not perform as intended. The barcode reader was cycled but did not light up. The reported problem was confirmed.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.